Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of ballon torn material.

Event description:
It was reported that auromax ultra dilation balloon catheter was about to be used during a retrograde intrarenal surgery (rirs). During preparation, it was found that the balloon was torn as soon as they removed the packing. The procedure was completed with another of the same device.